Event description:
Device malfunction: unk. Symptom/ae: hematoma. Time of ae: 1-2 hours post vessel closure procedure. It was reported that a physician achieved arteriotomy closure, using a starclose device after a diagnostic procedure. Bleeding occurred 1-2 hours post-procedure resulting in a hematoma of unspecified size. Hemostasis was achieved with manual compression and the pt remained in the hospital overnight. Though requested no add'l information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.